Event description:
It was reported there was a volume discrepancy. On (B)(6) 2012 when the healthcare provider(hcp) was performing a refill, the pump was found to be empty. The actual residual volume (arv) was 0ml when the expected residual volume (erv) was 14ml. There was no overdose and the patient was asymptomatic. It was also noted that the patient took oral pain medications normally and had not taken any more than normal. There were no issues with the refill prior to (B)(6) 2012. It was later reported that on (B)(6) 2012 the pump was first successfully filled and emptied with saline and then filled successfully with the drug. It was not known what caused the volume discrepancy, but it was questioned if there was a possibility that the pump reservoir was programmed incorrectly at the refill prior to the discrepancy discovery. There was no further report of symptoms. The medications in the pump were fentanyl and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 8840, product type programmer, physician. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11354r14, implanted: (B)(6) 2002. Product type: catheter. (B)(4).